Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 19 (max applied load exceeded)" was confirmed in the archive data but was not confirmed during functional testing. The reported (ua) 19 advisory message could not be replicated, and the autopulse platform performed as intended during testing at zoll. The likely root cause of the reported complaint could be due to the load plate detecting too much weight being applied on the platform, most likely due to the stiffness and hard-to-compress of the patient's chest. A visual inspection of the returned platform was performed, and no physical damage was observed. A review of the archive data showed a (ua) 19 error occurred on the customer's reported event date, thus confirming the reported complaint. The archive data revealed that after performing a total of 489 compressions, the autopulse platform stopped and displayed the (ua) 19 advisory message. Based on the archive data, the load plate had detected too much weight being applied (> 270 lbs. /123kg). Max load sum exceeded 314 lbs and triggered the (ua) 19 advisory message. The customer restarted the autopulse platform, and the (ua) 19 was cleared. User advisory is a clearable error message; user advisory (ua) 19 error message indicates that the load plate has detected too much weight being applied. The recommended actions for this type of user advisory are: ensure the patient/manikin is aligned correctly and then restart. The autopulse platform passed the initial functional testing without any fault or error. A load characterization test was performed and confirmed that both load cell modules were functioning within the specification. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Upon service completion, the platform will be subjected to functional testing to ensure that the device will pass all testing criteria.

Event description:
Patient # 1. During patient use, the autopulse platform (sn (B)(4) intermittently displayed user advisory (ua) 19 (max applied load exceeded). 0per the reporter, the crews are experienced in how to size up a patient, however, the platform continues to display the (ua) 19 error. The patient's status information was requested but the customer did not provide a response. Please see the following related MFR reports: MFR (B)(4) for autopulse platform (sn (B)(4) associated with patient #2 MFR (B)(4) for autopulse platform (sn (B)(4) associated with patient #3 MFR (B)(4) for autopulse platform (sn (B)(4) associated with patient #4.